Event description:
It was reported patient experienced pain at the ipg site. Patient underwent surgical intervention to explant and replace the ipg. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pain at the ipg due to its size. The patient had a very low bmi. The proclaim¿ 5 elite ipg was explanted and replaced with the smaller eterna ipg. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.